Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump under delivering. Customer blood glucose level was 310 mg/dl at the time of incident and current blood glucose level was 215 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was feeling ok to trouble shoot high blood glucose. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose event. Customer was advised to check if multiple large bubbles are present along the tubing length and check for leaks. Customer did not found any leak and air bubble. Customer declined trouble shooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.